Event description:
The hearing aid (h/a) specialist noticed that the waxguard was missing from the hearing aid when the pt came to the hearing aid specialists office. The hearing aid specialist found the wax guard in the pts ear, and removed it. There were no problems with the ear; no redness, swelling or drainage.